Event description:
It was reported during implant it was revealed unspecified helix rotation issue and twisted material on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation twisted was not confirmed while a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.